Event description:
Information received from the consumer reported that the patient went to the hospital to have their device reprogrammed but it was still not working and an error code of 8503 was received.